Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The cause of the event is unknown. The patient was treated with injections of vancomycin (2 gm, once in 5 days, duration and route not reported) and injections of fortum (1 gm, once daily, duration and route not reported) for peritonitis. The outcome of the event is unknown. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.